Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose was 270 mg/dl. Customer declined troubleshooting with tandem technical support and changed supplies.